Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to diabetes related issue. The customer's blood glucose was unknown. Stated she gained 40 lbs water weight and her blood glucose were out of whack. The customer stated she was admitted a few days after she started on this most recent insulin pump. Customer required auto mode training. The insulin pump will not be returned for analysis.